Event description:
It was reported, "after impacted accolade stem into the bone, when surgeon assembled centrax 43mm with 26mm head, the surgeon felt that the movement of the artificial surface was not smooth and stop the use centrax 43mm. He replaced centrax 43mm to centrax 44mm and assembled with same 26mm head and confirm that no issue with the movement and completed the operation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.